Event description:
Low glucose reading on numerous occasions for the past 2 months. Using cgm freestyle libre 3 plus. Did not feel like I was in low glucose. When I finger checked I was in normal range.